Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported they used higher levels of stimulation due to an increase in pain, which led to the ins taking longer to charge. The replacement of the recharger resolved the recharger not charging completely and the ins taking longer to charge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the circumstances that led to the increase in pain were a total knee replacement and they threw their back out. It was also reported that the replacement of the recharger resolved not seeing the charge sufficient screen on the ins. No further complications were reported/anticipated.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the recharger (insr) was not charging completely. The patient states she always had the insr plugged in, but the images she was seeing is the battery only "solid at the 1/8 mark." The patient stated if she goes to recharger her implantable neurostimulator (ins), it won't do it unless she plugged the insr back in for an hour and still only showed the 1/8 mark. The patient also stated it took a lot longer to charge the ins and never really saw the charge sufficient screen when charging up her ins. A replacement insr was sent to the patient. No out-of-box failures or symptoms were reported. No further complications were reported/anticipated.